Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye operation and ruptured appendix. She had no history of suffering migraines prior to undergoing essure implantation. Concurrent conditions included hypothyroidism. Concomitant products included medroxyprogesterone (depo provera) for female sterilization as well as ibuprofen (motrin), levothyroxine sodium (synthroid) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device expulsion ("malposition of essure device (location of device: cervix and uterus/right ostia)/they were not where they were supposed to be/expulsion of essure device/failure to occlude (close) fallopian tube(s)"), abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("symptom of fatigue"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain pelvic"). In 2017, the patient experienced mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), depression ("depression"), rash ("skin rashes on head and face"), eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depressive symptom ("symptom of depression"), migraine ("severe migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (left coil removed from cervix and right coil removed from uterus under hysteroscopy.) And surgery (left coil removed from cervix and right coil removed from uterus under hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, depressive symptom, fatigue, dyspareunia, migraine, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, rash, headache, vaginal discharge, eye disorder and visual impairment outcome was unknown and the abdominal pain, back pain and pelvic pain had resolved. The reporter considered abdominal pain, back pain, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results: malposition of essure device and failure to occlude (close) fallopian tubes. (B)(6) 2015 and (B)(6) 2017 hysterosalpingogram (hsg) and transvaginal ultrasound(tvu). Results of your essure confirmation test: malposition of essure device and failure to occlude (close) fallopian tubes. On (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and device expulsion ('malposition of essure device (location of device: cervix and uterus/right ostia)/they were not where they were supposed to be/expulsion of essure device/failure to occlude (close) fallopian tube(s)') in a 49-year-old female patient who had essure (batch no. C18707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye operation and ruptured appendix. She had no history of suffering migraines prior to undergoing essure implantation. Concurrent conditions included hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) for female sterilization as well as ibuprofen (motrin), levothyroxine sodium (synthroid) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain pelvic"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced fatigue ("symptom of fatigue"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems/ started seeing spots") and vision blurred ("vision/eye problems/ blurriness"). In 2016, the patient experienced migraine ("severe migraines"). In december 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced rash ("skin rashes on head and face"). In (B)(6) 2017, the patient experienced mood swings ("mood swings") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital hemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depressive symptom ("symptom of depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (left coil removed from cervix and right coil removed from uterus under hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain and pelvic pain had resolved and the device expulsion, genital hemorrhage, dysmenorrhoea, depressive symptom, fatigue, dyspareunia, migraine, mood swings, menorrhagia, vaginal hemorrhage, urinary tract infection, female sexual dysfunction, depression, rash, headache, vaginal discharge, visual impairment and vision blurred outcome was unknown. The reporter considered abdominal pain, back pain, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal hemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Malposition of essure device and failure to occlude (close) fallopian tubes. (B)(6) 2015 and (B)(6) 2017 hysterosalpingogram (hsg) and transvaginal ultrasound(tvu). Results of your essure confirmation test: malposition of essure device and failure to occlude (close) fallopian tubes. On (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Lot number added. Reporter information updated. Event onset dates updated. Previously reported event vision/eye problems is updated to vision/eye problems- started seeing spots and vision/eye problems/ blurriness. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye operation and ruptured appendix. She had no history of suffering migraines prior to undergoing essure implantation. Concurrent conditions included hypothyroidism. Concomitant products included medroxyprogesterone (depo provera) for female sterilization as well as ibuprofen (motrin), levothyroxine sodium (synthroid) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device expulsion ("malposition of essure device (location of device: cervix and uterus/right ostia)/they were not where they were supposed to be/expulsion of essure device/failure to occlude (close) fallopian tube(s)"), abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("symptom of fatigue"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain pelvic"). In 2017, the patient experienced mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), depression ("depression"), rash ("skin rashes on head and face"), eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depressive symptom ("symptom of depression"), migraine ("severe migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (left coil removed from cervix and right coil removed from uterus under hysteroscopy.) Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, depressive symptom, fatigue, dyspareunia, migraine, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, rash, headache, vaginal discharge, eye disorder and visual impairment outcome was unknown and the abdominal pain, back pain and pelvic pain had resolved. The reporter considered abdominal pain, back pain, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results: malposition of essure device and failure to occlude (close) fallopian tubes. (B)(6) 2015 and (B)(6) 2017 hysterosalpingogram (hsg) and transvaginal ultrasound(tvu). Results of your essure confirmation test: malposition of essure device and failure to occlude (close) fallopian tubes. On (B)(6) 2017. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. The case concerns 49 year old patient. Her historical condition and concurrent conditions were added. Lab data was added. Concomitant medications added. Essure insertion date was updated. Following events: mood swings, abnormal bleeding (menorrhagia/vaginal), urinary tract infection, apareunia (inability to have sexual intercourse), malposition of essure device (location of device: cervix and uterus/right ostia)/they were not where they were supposed to be/expulsion of essure device/failure to occlude (close) fallopian tube(s), depression, skin rashes, headaches, vaginal discharge, vision/eye problems. She had recovered from all the aforementioned events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and device expulsion ('malposition of essure device (location of device: cervix and uterus/right ostia)/they were not where they were supposed to be/expulsion of essure device/failure to occlude (close) fallopian tube(s)') in a 49-year-old female patient who had essure (batch no. C18707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye operation and ruptured appendix. She had no history of suffering migraines prior to undergoing essure implantation. Concurrent conditions included hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) for female sterilization as well as levothyroxine sodium (synthroid) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain pelvic"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced fatigue ("symptom of fatigue"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems/ started seeing spots") and vision blurred ("vision/eye problems/ blurriness"). In 2016, the patient experienced migraine ("severe migraines"). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced rash ("skin rashes on head and face"). In (B)(6) 2017, the patient experienced mood swings ("mood swings") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depressive symptom ("symptom of depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (left coil removed from cervix and right coil removed from uterus under hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain and pelvic pain had resolved and the device expulsion, genital haemorrhage, dysmenorrhoea, depressive symptom, fatigue, dyspareunia, migraine, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, rash, headache, vaginal discharge, visual impairment and vision blurred outcome was unknown. The reporter considered abdominal pain, back pain, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Malposition of essure device and failure to occlude (close) fallopian tubes. (B)(6) 2015 and (B)(6) 2017. Hysterosalpingogram (hsg) and transvaginal ultrasound(tvu). Results of your essure confirmation test: malposition of essure device and failure to occlude (close) fallopian tubes. On (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing essure implantation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("symptom of depression"), fatigue ("symptom of fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (removal of her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and migraine to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.